Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03582, 0001822565 - 2022 - 03583, 0001822565 - 2022 - 03584.

Event description:
It was reported through a worn instrument return form that the item is missing a bearing. No patient involvement or impact has been reported at this time. Attempts for additional information have been made and none has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.